Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, g1, h6, h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 28-sep-2022 to 27-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station showed patient delayed issue due to device time off. The technical support specialist updated the time to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system showed delay for multiple patients in the emergency department. The customer stated that multiple patients did not cross over to stations and took 17 minutes to check in. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station showed patient delayed issue due to device time off. A technical service specialist found time incorrect on station and updated time to resolve. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system showed delay for multiple patients in the emergency department. The customer stated that multiple patients not crossing over to stations and took 17 minutes total to reach the pyxis in order for user to pull medications. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.